Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Return of the trek catheter may have aided in the investigation and determination of cause. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly calcified which likely contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with calcified lesion, such that the balloon ruptured upon the first inflation at 6atm, which is below the rated burst pressure a review of the device lot history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no other incidents. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, eccentric 90% stenosed, de novo mid right coronary artery, the non-abbott guide wire was advanced and positioned across the lesion. A 1.2 mm x 6 mm trek dilatation catheter was used for pre-dilatation and a second 3.5 mm x 15 mm trek dilatation catheter was used, however, during the first inflation at 6 atmosphere for 10 seconds the balloon ruptured. The dilatation catheter was removed from the anatomy and contrast was noted to be leaking from the balloon area. A non-abbott balloon was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.